Manufacturer narrative:
Device is expected for evaluation, but has not yet been received. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that the tip of the anchor unraveled during use in a rotator cuff procedure. The surgery was delayed over 30 minutes, however, no adverse consequences were reported with the patient as a result of this event. This device is used for treatment.